Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial connector is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; atrial output connector is broken. Analysis also found the upper case, lower case, and both bail covers are broken. Battery release and ring cover is contaminated. Two heart wire contacts and heart lead flex are corroded. Battery contacts are compressed, keyboard is scratched, and battery drawer o-ring is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.